Manufacturer narrative:
(B)(4).

Event description:
Report received that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The ventilator continued to ventilate the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.